Event description:
It was reported that the pacemaker was unable to interrogate the device and was unable to communicate. It was noted that the magnet was applied and no magnet response was observed. The device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the pacemaker was unable to interrogate the device and was unable to communicate. The device was explanted and replaced. The patient was in stable condition.